Event description:
The customer was unresponsive and tsted 250mg/dl on the device. A repeat test on the same device read 247mg/dl.the paramedics were called and reportedly tested customer on their device with a result of 27mg/dl. Customer was given an IV, contents unk. Twenty mins later on the paramedic's device the customer tested in the 300's mg/dl. Customer was released from the hosp later that night. No qcs were used. Requested return of suspect device and replacement was sent.